Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 16 mm synergy ii des was deployed and a proximal edge dissection was observed. A 3.00 x 24 mm synergy ii des was then deployed to cover the proximal edge dissection. The procedure was completed, and no patient complications were reported.